Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the trach tube wing broke while in situ in with a patient. It is unsure how or when the damage occurred. The trach was replaced immediately. There was no harm to the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during the manufacturing process of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.